Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred and investigated at olympus medical systems corp. (Omsc). Results were found as follows; [investigation results] -the reported phenomenon which the foreign matter was existed in the air/water nozzle of the subject device was confirmed. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Other checking results] -it was confirmed that there was no endoscope leak from the evaluation report of olympus service operation repair center (sorc). -it was confirmed that the number of times of energization: 34 times and the energization time: 640 minutes. -as a result of checking the appearance of the subject device, it was confirmed that the surface lens of the objective lens unit at the distal end had significant abnormalities in the appearance of the endoscope such as foreign matter and dirt. [Conclusion] the root cause of the reported event could not be identified. This component analysis result indicated "organic silicone". Since organic silicone is a component that can be derived from various sources, it could not be clearly specified from the component analysis results. It was speculated that it may be derived from antifoaming agents and various drugs. It was presumed that there was a possibility that the chemical solution etc. Had remained dry and stuck due to insufficient cleaning or drainage of the air /water and forceps channel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device for evaluation. It was confirmed that there was the foreign object which was difficult to remove in the air/water nozzle of the subject device. Omsc checked the evaluation report of sorc and its photo and found a sign of insufficient or incorrect reprocessing the subject device. Then the subject device was transferred to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the foreign object was existed in the air/water nozzle of the subject device. The subject device had been returned to sorc for repair of the drainage failure of the air/water nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.